Event description:
Caller states the patient tested 3.5 inr on the coaguchek system and 2.52 inr on a comparison lab. No action taken on device results. No adverse event reported. Requested return of suspect device, however, strips are unavailable for return.